Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of sinusitis/cold is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was discarded. The event of sinusitis/cold, deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Patient reported that they were injected with juvéderm® volbella¿ with lidocaine in lower eyelid. Eighteen months later, patient felt pain in eye area; then, swelling occurred. Patient had recently recovered from a mild sinusitis/cold, deemed not device related. Patient uses cream that contains hyaluronic acid nanotechnology. Patient was treated with predsin and topison. Symptoms resolved three days later. Patient also reported that they had received covid-19 vaccine around time of event.